Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen became partially unresponsive, with the top half not registering touch input, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instructions for shutdown, data syncing to the mobile app, return of the original device, backup therapy use due to unreliable insulin delivery and meal announcements, and continued cgm use. Investigation included collection of user reports and logistical follow-up associated with replacement and return. Investigation of this case revealed a touchscreen responsiveness failure consistent with a device hardware display or interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display or touchscreen component.